Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that four blades broke during a revision total joint surgical procedure. It was also reported there was a few minutes of a delay to get a new blade. It was further reported that there were no adverse consequences as a result of this event. It was also reported that the procedure was completed successfully. This report is for the first blade that broke.